Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "suspected/actual" deflation, and "wrinkling/rippling" via the national breast implant registry (nbir). Record is for right side. Device has been explanted.